Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the pump indicated 3 attempts / 1 bolus administered. No administration schedule appeared. No defects/discrepancies were noted. The cause of the reported issue was unable to be determined. The device has been submitted for functional and accuracy testing and to confirm resolution of the reported issue. Complaints with higher priority were addressed first based on volume and aging. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the pump indicated 3 attempts / 1 bolus administered. No administration schedule appeared. The elements collected point to a malfunction of the bolus pear button contactor: the pear was well recognized by the pump. On the other hand, she no longer transmitted the bolus administration order. The patient was unable to receive a bolus of midazolam as part of a care of a respiratory decompensation on cancer orl. Test with the configuration used in the patient. The background dose was working normally. The bolus could not be delivered, despite the pressures on the pear. Test after replacement of the bolus bulb. An alarm was triggered as soon as the old bulb was removed, showing that the pump correctly detected the presence/absence of the accessory. The bolus then administered normally. The bolus counter updated as expected. There was patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.